Event description:
The customer reported that the system exhibited a communication failure and performed an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.